Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
The customer¿s report of a magnesium overinfusion was not confirmed. Analysis of the pcu event log shows that pm s/n (B)(4) was already in use and infusing an unknown medication at a rate of 50ml/hr with a vtbi of 226.099ml. At 9:47 am on (B)(6) 2015, the user programmed a secondary infusion of magnesium sulf bolus electrolyte replace 2gram/50ml to run at 25ml/hr with a vtbi of 50ml. At 10:41 am, the user changed the vtbi of the secondary infusion to 1ml. At 10:44 am, the secondary infusion completes and the device transitioned to the primary infusion running at 50ml/hr. At 10:51 am, the user programs a secondary infusion of magnesium sulf bolus electrolyte replace 2gram/50ml to run at 25ml/hr with a vtbi of 50ml. At 10:52 am, the user changes the vtbi of the secondary infusion to 1ml. At 10:54 am, the secondary infusion completes and the device transitioned to the primary infusion running at 50ml/hr. At 11:29 am, the pump module was paused and was subsequently channeled off at 11:32 am. The volume recorded as being infused during this period was 35.18ml for the primary volume and 23.743ml for the secondary volume. The root cause was not identified. No device was returned for investigation.

Event description:
The customer reported that a magnesium 2 gram secondary infusion completed in little over 1 hour instead of 2 hours. The rate was programmed at 25ml/hour and the vtbi was 50ml and the infusion bag was found to be empty even though the device read 22.622ml infused. The customer is requesting an event log review from 0900-1100 on 06jul2015.